Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: for the last 10 days her blood glucose (bg) has been around 350 mg/dl for at least 20 hours a day. She has changed vial of insulin, sets and sites, her health care provider (hcp) has increased basal rates, she has given injections of insulin to bring the bg down . Hcp has checked pump and all settings are as desired. Hcp has tested her for infection and found nothing. She now is requesting a replacement pump be sent out. While injecting to lower her bg on (B)(6) 2013, she gave herself a large injection and her bg went to 20 mg/dl and she became unconscious. Her husband assisted and gave her fast carbohydrates. Customer support (cs) found no alarms, and the bolus, basal, suspend and tdd histories are all correct. Patient is currently on pump and bg is near 350 mg/dl. Cs will replace the pump. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the alleged non-specific malfunction may have contributed in an unidentified manner to the patient experiencing hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2014 with the following findings: testing was unable to duplicate reported complaint. The pump history shows the last bolus and the last basal were delivered on (B)(6) 2013. Only typical usage observed in alarm history. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a delivery accuracy test ((B)(4)). No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately, unrelated to the complaint, the display screen was observed to have a pinkish contrast; the screen is still able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.